Event description:
It was reported via repair work order that the access door became unlatched during use. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be issued.